Event description:
It was reported that the catheter became softer upon entering the patient's heart, and the physician was unable to cannulate the coronary sinus. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.